Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date approximately five years ago. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported that a patient with a history of complete paraplegia at t4-t5 since 1979, status post right intramedullary nail five years ago, was recently admitted for surgery. The patient had an exposed im nail under the right trochanteric pressure ulcer for three months. He also had associative unstageable ulcers over the sacrum and left ischium. On (B)(6) 2013 the patient was returned to the o.r. For removal of the im nail. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional information: the results of the manufacturing evaluation shows that the part was received intact with minimal damage. The anodize surface has been worn off due to usage. The lot number and part number etch is intact and legible. A small amount of damage exists around the horseshoe area most likely due to field usage. All measurements acceptable except for the m5x0.5 thread no go measurement not being able to be obtained due to the noted damage. Because there is the one feature, the no go thread, that cannot be obtained, this complaint is deemed indeterminate.